Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operatively, the procedure was performed after a 4 hour chemo embolization. After the ablation the customer showed with the us and the angiograph that the ablation was fine, and everything was ok. On the follow-up after, the staff showed on a CT scan something in the liver which they think that it can be something from the antenna or from the chemo drugs. The procedure was completed with the same incident device. It was noted that after the procedure there was no indication of a failure or detach of any part of the antenna. Photograph was received and showed the unknown particle on the scan.

Manufacturer narrative:
Additional information: b5, g3, h6 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operatively, after the 4-hour chemo embolization, the ablation was performed. After the ablation, the customer showed with the us and the angiograph that the ablation was fine, and everything was ok. On the follow-up after, the staff showed on a CT scan something in the liver which they think that it can be something from the antenna or from the chemo drugs. The procedure was completed with the same incident device. It was noted that after the procedure there was no indication of a failure or detach of any part of the antenna. The customer clearly described that the issue created after chemo embolization and had nothing to do with the antenna or with the ablation procedure itself. Photograph was received and showed the unknown particle on the scan.